Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) screen was shutting on and off during routine preventive maintenance when control cable is touched. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced control cable, cable tie and cleaned connection on unit to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a.